Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that surgical intervention took place where the patient's original abbott ipg was replaced with a competitor ipg. The reason for replacement is unknown.

Manufacturer narrative:
The exact explant date is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.